Event description:
It was also reported there was possible fracture. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) pacing impedance has increased and is now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4196 implantable pacing lead 2009 (B)(6); linox competitor tachy lead 2009 (B)(6). (B)(4).